Event description:
It was reported that the driveline exhibited electrical faults. A splice repair was performed for which the patient was prophylactically treated with heparin in preparation for the ventricular assist device (vad) being stopped during the repair procedure. The vad was stopped for 10 seconds and the electrical fault alarms resolved thereafter. The driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This supplemental is being submitted for a correction. B5 event description was corrected to include the device disposition. G3 was corrected to show healthcare professional instead of company rep. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This supplemental is being submitted as a correction. The previous report should have included adverse event and product problem in b1, intervention required in b2, and serious injury in h1. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental is being submitted as a correction. The event description has been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline exhibited electrical faults. A splice repair was performed for which the patient was prophylactically treated with heparin in preparation for the ventricular assist device (vad) being stopped during the repair procedure. The vad was stopped for 10 seconds and the electrical fault alarms resolved thereafter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This supplemental is being submitted for a correction to the patient identifier and sex. Additional information was also received that the device was returned. D10 updated accordingly. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: a segment of the driveline associated with the ventricular assist device (vad) was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned driveline segment revealed that the device passed functional testing. However, visual inspection revealed foreign material inside the front phase b socket of the driveline cable connector. The reported electrical fault alarm event was confirmed through log file analysis which revealed 41 electrical fault alarms logged between (B)(6) 2020 at 07:30:48 and (B)(6) 2020 at 07:02:18 due to an open phase on the front stator (phase b), resulting in the pump running on a single stator (rear stator only). Additionally, two (2) electrical fault alarms were logged on (B)(6) 2020 at 11:44:51 and 11:59:46 due to an open phase on the front stator (phase c) and on the rear stator (phase c), respectively. Eleven (11) high watt alarms were logged since (B)(6) 2020, likely due to the increased power consumption required to run on a single stator. Two (2) vad disconnect alarms were logged on (B)(6) 2020 at 11:57:22 and 12:10:24, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting and/or the reported splice procedure. Of note, the driveline had previously undergone a driveline connector cleaning procedure after electrical fault alarms were logged due to an open phase in the front stator (phase b); however, no contamination was observed and the procedure did not resolve the electrical faults. A driveline splice procedure was performed to mitigate the reported conditions. Based on the available information, a possible root cause of the reported electrical fault alarm event can be attributed to the contamination observed in the driveline connector. Possible sources of this contamination may include, but are not limited to, substances such as silicon, epoxy, rtv, or a combination of these materials. Can internal investigation is investigating issues related to non-biological contamination within the driveline connector leading to electrical faults. Based on the available information, the most likely root cause of the final two (2) electrical fault alarms can be attributed to a marginal connection between the driveline and controller during troubleshooting. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline exhibited electrical faults. A splice repair was performed and alarms resolved thereafter. No patient complications have been reported as a result of this event.